Manufacturer narrative:
The model#/catalog# and the UDI # identified is a carefusion product which is same or similar to a device that is approved for sale domestically. The domestic similar list number is 2000e. The 510k number provided is for the domestic similar product. No product will be returned. The customer¿s complaint could not be confirmed because the product will not be returned for failure investigation. The root cause of this failure was not identified.

Event description:
The reported feedback suggests that there was a back flow of blood that reached the extension set of a premature patient with a "puncture" in the right lower leg. The extension set was washed (flushed) with ssn (normal saline) using the push stop technique to clear the blood. There was no harm to the patient.